Manufacturer narrative:
H.6. Investigation: bd sumter received 5 customer photos of 1 bd eclipse needle for investigation attached to the related record pr (B)(4). The photos were reviewed and the customer¿s indicated failure mode for slanted needle with the incident lot was observed which in turn caused the needle stick injury. The most likely root cause of the slanted needles would have been bent needles received from the supplier, which caused a jam on the manufacturing line when loading the IV shield. This machine jam would have led to the further bending of the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that after use while engaging safety guard with bd vacutainer® eclipse¿ blood collection needle needlestick injury occurred. There was no report of user impact. The following information was provided by the initial reporter: the incident happened at 1630 (B)(6) 2021 the patient had been bled using an eclipse needle and holder the phlebotomist engaged the safety guard heard the click you get when closing it then received a needle stick injury. When the vacutainer & holder was in the kidney dish it was observed that the guard was properly engaged!

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use while engaging safety guard with bd vacutainer® eclipse¿ blood collection needle needlestick injury occurred. There was no report of user impact. The following information was provided by the initial reporter: the incident happened at 1630 (B)(6) 2021 the patient had been bled using an eclipse needle and holder the phlebotomist engaged the safety guard heard the click you get when closing it then received a needle stick injury. When the vacutainer & holder was in the kidney dish it was observed that the guard was properly engaged!